Event description:
The affiliate alleged the customer reported lo fasttsh (thyroid-stimulating hormone) result, which did not correlate with thyroid-stimulating hormone (tsh) assay, involving unicel dxl 800 access immunoassay sys. Free thyroxine (ft4) result was slightly elevated. This is report number one of two referencing sys serial number (B)(4). The result was discordant to an alternate methodology, which produced a result that was reported to the physician. The erroneous results were not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc in (B)(4) with the pt sample for further analysis.

Manufacturer narrative:
Svc was not dispatched as the customer did not question sys performance. The sample was drawn in a bd serum separation tube (sst) 13 x 100 mm and was centrifuged at 3,000 rpm (rotations per minute) for 10 minutes. The sample was processed immediately upon arrival. Qc was in range prior to the event. A sys check performed on (B)(6) 2008, was within specs. Testing at the beckman coulter customer product line support (cpls) lab confirmed the existence of a pt source interferent for the sample received from the customer. The interference seems to only affect hypersensitive thyroid-stimulating hormone (htsh) assay. The interference affecting the hypersensitive tsh assay likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, eg human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-02985.